Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint (finger clutch was sticking). The fse test drove both consoles without issue. System logs were reviewed and no errors were reported. The customer was advised to confirm settings at the surgeon side console (ssc) when preparing for use. The system was tested and verified as ready for use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support and by (isi) field service engineer (fse) when the fse went onsite. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being classified as a reportable event due to the following conclusion: the customer switched to a different surgeon side console after the start of the procedure due to the finger clutch was sticking. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the finger clutch was sticking on surgeon side console (ssc) 2. The surgeon had swapped to the other ssc to continue. The procedure was completed as planned with no reported injury. On 08-apr-2022, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the event date, procedure category and console surgeon's name were confirmed. No further details were provided.